Event description:
It was reported that the patient had high impedance greater than 4000 ohms. On (B)(6) 2014, all impedances were between 932 and 1841 ohms. On (B)(6) 2015, all impedances, except the case pairs, were greater than 4000 ohms. On (B)(6) 2015, impedances were between 2180 and 3118 ohms. All impedances were intermittent with greater than 4000 ohms. It was unknown when the impedance issue occurred. The action required as a result of the event was replacement. The lead was replaced and when attaching it to the existing implantable neurostimulator (ins), it appeared the electrodes were not lined up with the grommets, however the blue tip was seen at the end. When the lead was manipulated, the impedances changed drastically. The lead was manipulated by pushing on the implant site. No lead fractures were noted. Both the lead and ins were replaced and were returned. The diagnostic testing or troubleshooting performed was impedance testing and reprogramming. The product issue was resolved and the cause of the issue was not determined. No patient symptoms or complications were associated with the event and the patient status was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 3889-41, lot # va0lyvm, implanted: (B)(6) 2015, product type lead; product ID 3889-41, lot # va0f6wm, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins found no significant anomalies; the device was functionally okay. Insignificant anomalies included scratched can.